Event description:
It was reported when the device was used during a bilio-pancreatic diversion; there was no malfunction during the initial surgical procedure. Subsequently, the pt was readmitted one week post operatively for staple line leakage. However, the surgeon admits that he may have put too much tissue in the device. The pt is recovering well with no other pt consequence.